Event description:
Lead was capped due to svc pin was separated from yoke at base of yoke at time of generator change. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The lead was probably cut during the surgery. The insulation of the df1 connector that leads to the svc shock coil was found separated from the yoke between 8 and 9.4 cm distal to the df1 connector pin. This damage most likely occurred during the generator change due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.